Manufacturer narrative:
After battery installation, pump display start up and then stop frozen due to faulty component on the motherboard. Unable to verify radio frequency anomaly due to frozen display. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer stated that the insulin pump had a connection error when attempting an upload. Attempted to connect the insulin pump to a minilink transmitter with a new sensor. Unable to connect. The insulin pump will be replaced. Nothing further reported.